Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected scrolling numbers and no moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Event description:
It was reported the customer received a keypad anomaly. The customer stated the numbers on their keypad was scrolling when they attempted to bolus. Customer's blood glucose was 5.1 mmol/l. The customer stated they had dropped their insulin pump and there appeared to be moisture inside the customer's insulin pump prior to the keypad issue occurring. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).